Event description:
The caller reported that the t: slim x2 pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle, and a power source alert was present. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to send a replacement tandem cable and wall adapter via two-day shipping and planned to follow up, as the customer had no backup therapies available if the pump battery depleted before receiving the new charging supplies.